Event description:
A discordant falsely elevated patient sample potassium (k) result was obtained on a dimension® exl¿ 200 system. The discordant result was reported to the physician. The patient was redrawn, and the new sample was processed on an alternate non-siemens system. The lower result obtained from the alternate non-siemens system was provided on a corrected report. The patient was admitted due to the discordant patient potassium (k) result. There were no known reports of adverse health consequences due to the hospitalization or discordant patient potassium (k) result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely elevated potassium (k) patient sample result obtained on a dimension® exl¿ 200 system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (08-apr-2022): siemens headquarters support center (hsc) completed the investigation of the falsely elevated potassium (k) result. Hsc reviewed the information provided by the customer and the dimension exl instrument data. Quality control results were within the customer's established ranges. A potential product issue was not identified. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR was filed on 05-apr-2022.